Event description:
It was reported that priming was impossible during material preparation. It was impossible to inject into device. No additional information.

Manufacturer narrative:
No device was returned for investigation.